Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a black substance splashed on the unicel dxc 800 synchron system cover around the cartridge chemistry (cc) sample syringe. Customer reported that the substance looked like it came from cc sample syringe and was now dried on cover. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the leaking cc sample syringe t-valve assembly.